Event description:
Reporting status: serious injury/ medical intervention. Reporting rationale: angina, requiring medical intervention of in-stent restenosis. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2007, in which two lesions were treated. A 2.5 x 28 mm xience v stent was deployed in the proximal left arterior descending (lad) and a 2.5 x 18 mm xience v stent was deployed in the mid lad. In 2008, the patient returned with chest pain or angina equivalent. Revascularization of the mid lad was done with balloon angioplasty and another drug eluting stent. The angina was resolved the following day. No additional event or patient information is available.

Manufacturer narrative:
.